Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to replicate the reported event; however, review of the programmer logs confirmed a sluggish performance issue. Software was reconfigured and reloaded to address this issue. Analysis found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. (B)(4).

Event description:
It was reported that the programmer had a problem with taking an extended period of time to print to portable document format (pdf). Overheating/serious programmer error was also noted. The programmer has been returned for repair. There was no patient involvement.